Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that his tubing has lots of air bubbles. Blood glucose at incident date was running continuously high above 100 mg/dl to the 400mg/dl range. He has been treating the high blood glucose with the pump and the blood glucose was not coming down. Approximate size of air bubbles was space occupying air bubbles. Air bubbles were not removed successfully. The insulin pump will not be returned for analysis.